Event description:
It was reported that the nursing staff noticed that there appeared to be a significant air leak from around the tracheostomy tube and upon investigation noticed that the inner portion of tracheostomy tube was freely moving due to the inner circle being damaged on the tracheostomy tube itself. The tube was removed and replaced.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.